Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Updated physician information in section e. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead had migrated.